Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the pump rotation position of purple replacement fluid tube of a prismaflex m150 set during prefilling. The set appeared damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the set observed that the replacement, dialysate, effluent and pbp (pre-blood pump) pump segments are disconnected from the support plate. There are no marks of solvent on the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.